Event description:
It was reported that the balloon burst. The target lesion was located in the moderately tortuous proximal left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst upon inflation at 6 atmospheres for 3 seconds. The balloon was then directly removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is safe and stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device evaluated by MFR: the device was returned for analysis. The balloon was returned with the balloon protector in position over the balloon material. The investigator applied vacuum and removed the balloon protector. A visual examination identified that the balloon was tightly folded which indicates that the balloon had not been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was successfully inflated to its rate of burst pressure of 12atm (atmospheres) for 30 seconds which was recorded with digital timer g24609. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times and with issues noted during inflation or deflation. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the hypotube. This damage is consistent with excessive force being applied to the delivery device. No issues were noted with the hypotube that could have contributed to the damage identified. A visual and microscopic examination was performed on the blades, tip and markerbands. All blades were present and fully bonded to the balloon material. No damage or any issues were noted that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. The target lesion was located in the moderately tortuous proximal left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst upon inflation at 6 atmospheres for 3 seconds. The balloon was then directly removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is safe and stable.